Manufacturer narrative:
Device 1 of 2. Evaluation codes, method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. The lead has broken wires and has lead segment damage. It is unknown how the lead was damaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-02056. The patient received her scs system including a paddle lead and ipg on (B)(6) 2007. It was reported several months later that the patient could not tolerate stimulation. The system was removed on (B)(6) 2007. Follow up on the patient found that no further issues have been reported. The lead and ipg were returned to the manufacturer for evaluation. No further information is available.